Event description:
The rptr indicated that because of high current requirements of pacing, pt developed premature battery depletion. As the pacing threshold was unsatisfactorily high, it was decided to abandon the existing pacemaker system and implant a new transvenous lead. In view of the young age of the pt, a thoracotomy to explant a new transvenous lead. In view of the young age of the pt, a thoracotomy to explant the old pacemaker was not performed. He underwent implantation of an endocardial lead (model 430-10-26783) along with a rate responsive pacemaker (model 292-03-215160) on 1/4/97.